Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the power port slim implantable port, chronoflex single-lumen, 6f products that are cleared in the us. The pro code and 510 k number for the powerport slim implantable port, chronoflex single-lumen, 6f products are identified in d2 and g4. H10: manufacturing review: a manufacturing review was not required as the lot number is unknown. Investigation summary: one powerport implantable port, one catheter and one cath-lock and three images were returned. Visual, microscopic, tactile and functional evaluations were performed. The cath-lock and catheter appeared to be separated from the port body. A small split was noted to the proximal end of the catheter. The received catheter and one cath-lock were loaded onto the powerport implantable port for functional testing, distinct curvature was noted to the catheter. Therefore the investigation is confirmed for the reported material twist / bent and identified fracture issues and the image review also confirms the same. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometime post a port placement in the anterior chest via right internal jugular approach, the catheter tip had formed a loop near the puncture site. Reportedly, the catheter was removed and replaced and furthermore it is believed that the catheter tip had not been removed from the blood vessel and had formed a loop inside the vessel. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the power port slim implantable port, chronoflex single-lumen, 6f products that are cleared in the us. The pro code and 510 k number for the powerport slim implantable port, chronoflex single-lumen, 6f products are identified in d2 and g4. H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. However, an image was provided for review. The investigation of the reported event is currently underway. H11: section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometime post a port placement in the anterior chest via right internal jugular approach, the catheter tip had formed a loop near the puncture site. Reportedly, the catheter was removed and replaced and furthermore it is believed that the catheter tip had not been removed from the blood vessel and had formed a loop inside the vessel. There was no reported patient injury.